Event description:
Complaint states that intermittent loss of aspiration and poor followability caused the capsule to rupture during surgery. An anterior vitrectomy was performed and the procedure was completed with no add'l problems.